Event description:
Complainant alleged that while treating a pt (age unk) the device delivered a shock of 120 joules appropriately; however on an attempt to deliver energy at 150 joules, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.